Manufacturer narrative:
Additional information: b4, d4, g3, g6, h2, h4, h6, h10. UDI: (B)(4). The distributor reported a customer was using a prime ccs comp analyzer with sensor card lot 21088010 when the pco2 and cl parameters became uncalibrated and would not pass quality control measures. The customer was unable to treat a patient due to the delay in obtaining results and the patient was transferred to another facility. No patient harm was reported due to the analyzer system. The sensor card reported by the distributor was unavailable to be returned for evaluation. The investigation utilized retained sensor cards of the same lot the customer had reported, testing the slope values over a time period. Throughout the investigation timeframe, the pco2 and cl parameters produced slope values within their respective expected ranges. The investigation was unable to reproduce the error reported by the customer. Device history record (DHR) reviews were performed for the meter by a quality control engineer. The review included an assessment of the production, testing, and release of the meter. No abnormalities or concerns were noted, and the DHR indicated the released product met all specifications. The conclusion of the investigation is the reported customer complaint could not be confirmed after testing sensor cards of the same lot used by the customer. The root cause was unable to be identified, and nova biomedical will continue to monitor for recurrence of similar events.

Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Event description:
Nova biomedical (nova) was made aware of a potential issue regarding the uncalibration of the pco2 and cl parameters while using a statprofile prime ccs comp analyzer with the sensor card lot 21088010. It was reported the uncalibration caused a delay in reporting the patient's results. The patient was transported to another facility due to the unreliability of the testing results. There was no patient harm reported due to the analyzer system.